Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the patient may have experienced an episode of syncope. There was atrial undersensing on the electrocardiogram (egm) as well as on the atrial high rate episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.